Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user was hospitalized for diabetic ketoacidosis (dka) after their infusion site fell off and they couldn't change supplies in time. Blood glucose (bg) peaked at 900 mg/dl. Ems was called by user's son, and user was admitted from (B)(6) 2025 to (B)(6) 2025. The user was treated with an insulin drip at the hospital. The user reconnected the ilet after the event.